Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The device was not returned and an evaluation could not be completed. A copy of the death certificate was provided and the cause of death was listed as diabetes and possible aspiration due to alcohol intoxication.

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report patient death that occurred on (B)(6) 2015. Patient's wife found the patient in the bedroom and called 911. It was reported that the patient was already deceased when the paramedics arrived and patient's wife attributed this to hypoglycemia. Patient's wife was not aware of whether the continuous glucose monitoring device alerted the patient of their low blood glucose level. It was further reported that the patient suffered from depression, high blood pressure and was a kidney transplant recipient. Patient was taking approximately 15 medications a day but none were specified. A death certificate was provided and the cause of death was listed as diabetes and possible aspiration due to alcohol intoxication. No additional event information was provided.